Manufacturer narrative:
Investigation results: a fully deployed wallflex biliary stent was returned. The delivery system was not returned. A visual examination of the device found that there were no issues with the stent covering and approximately 2mm of uncovered wire was noted at the proximal end of the stent, which is consistent with the stent design. Based on the evaluation of the returned device, the complaint that the proximal portion of the stent has no cover was not confirmed. The complainant confirmed that the correct device was returned. Taking into consideration the analysis of the returned device and the details of the complaint, the most probable root cause classification is not confirmed. There was no evidence of the alleged issue or any defect which could have contributed to the event.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary fully covered stent was used inside the bile duct to treat a malignant stricture due to papillary carcinoma during a stent placement procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was not tortuous. According to the complainant, the physician was able to deploy the wallflex biliary fully covered stent with the proximal portion of the stent exiting out of the papilla. After stent implantation, the physician noted that the proximal portion of the stent had no cover. The physician used a guidewire to check for enough space between the stent and the papilla, and then the stent was removed. The procedure was completed with a different size wallflex biliary fully covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent cover damaged. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered stent was used inside the bile duct to treat a malignant stricture due to papillary carcinoma during a stent placement procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was not tortuous. According to the complainant, the physician was able to deploy the wallflex biliary fully covered stent with the proximal portion of the stent exiting out of the papilla. After stent implantation, the physician noted that the proximal portion of the stent had no cover. The physician used a guidewire to check for enough space between the stent and the papilla, and then the stent was removed. The procedure was completed with a different size wallflex biliary fully covered stent. There were no patient complications reported as a result of this event.